Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to patient had mechanical failure due to miss alignment of the original components.

Manufacturer narrative:
See h11. Complaint has been evaluated and is similar to: 1644408-2022-01403; 508-32-204, s802 - device failed, s816 - malpositioned, revision surgery; surgical - quality complaints if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.